Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2017 by the journal of shoulder and elbow surgery, titled ¿is the stemless humeral head replacement clinically and radiographically a secure equivalent to standard stem humeral head replacement in the long-term follow-up?¿. The study reviewed eighteen (18) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers ii (arthrex) and univers pe keeled glenoid (arthrex) or univers pe pegged glenoid (arthrex), to address primary osteoarthritis. During the twenty-four (24) month follow-up period, one (1) patient underwent revision due to a fracture of the greater tuberosity resulting in traumatic loosening of humeral implant. Source: uschok, stephan, et al. "Is the stemless humeral head replacement clinically and radiographically a secure equivalent to standard stem humeral head replacement in the long-term follow-up? A prospective randomized trial." Journal of shoulder and elbow surgery 26.2 (2017): 225-232.